Event description:
It was reported that the patient received inappropriately hv therapy for af with rapid ventricular response. Programming changes were made. The patient was in good condition.

Manufacturer narrative:
(B)(4).